Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2017-12-06 pc (con): follow-up with the consumer determined that the patient was doing better and the patient's healthcare provider (hcp) said that the back pain and potential kidney infection were not related to the device. The consumer indicated that the only reason for the previous call was to order a new remote so they could check the ins and that issue had been taken care of. No additional information could be provided by the consumer and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/pelvic floor it was reported that the patient was hurting in the back having back pain. It was also mentioned that they were not sure if kidney infection. No further complications were noted or anticipated.